Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to loss of capture (loc). To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.